Manufacturer narrative:
H3 and h6. Evaluation codes: updated. No abnormality related to the reported event was confirmed on the product's appearance. Functional testing confirmed that an alarm sounds when the parapac is activated. The root cause was flow block and demand detector failure. It was recommended the demand detector assembly and flow-block be replaced however, as the parts were out of stock and not immediately available, the product was returned without repair at the customer's request. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the electronic alarm keeps ringing when driving. There was no patient involvement and no patient harm/adverse event reported.